Event description:
It was reported that the pump was incorrectly calculating administered boluses. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by customer or technical support, and no further event details were available.